Event description:
Terumo received the following reported information: the angio-seal device was prepped like normal for closure after a diagnostic hearth cath via the right femoral artery. No abnormalities were observed on the device prior to use. Upon the completion of the procedure, the doctor exchanged the procedural sheath for the angio-seal sheath and then removed the dilator after finding proper deployment location. He began to deploy the angio-seal through the delivery sheath. After clicking the components together and pulling them apart, he pulled back the system, and the angio-seal did not deploy from the sheath. The rt that was scrubbed in held pressure on the groin until bleeding stopped. The patient experienced minimal blood loss and recovered fine with no bleeding complications. The patient was stable. Upon investigation of the device, the rt observed that the plug did not come out of the end of the sheath. The blood loss was less than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.